Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bluetooth connection issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be app crash. The probable cause of the app crash could not be determined.